Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that the IV tubing come apart at one of the infusion hubs yesterday.

Manufacturer narrative:
The customer reported the tubing came apart, and returned photo evidence of the sample, of material 2426-0007, lot unknown. Upon initial visual examination, the photo verified the complaint of separation at the outlet of the smart ysite. The manufacturing plant found the root cause for the separation to be related to the solvent application process. The solvent assembly process was updated on sep 2nd, 2025 by modifying the preventative maintenance. A device history record review was not performed as the lot number is "unknown" for this complaint.